Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a question mark displayed over the pump icon, gas blender, and the air bubble detector module on the central control monitor. An audible alarm was also heard. The user reported the roller pumps continued to operate. The user reported the surgical procedure was completed successfully. And there wer no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Investigation in progress but not yet concluded.